Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that the nurse stated, "shutoff during the cooling phase. Per review of wo notes, biomed has had the device running and hasn't been able to reproduce, the event log showed 105, 3, it told them to run a functional check and see if they can get clarification from the nurse by what they mean "shut off".